Manufacturer narrative:
Insulin pump had cracked battery tube threads, scratches on lcd window, cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the screen of the insulin pump had several scratches making it difficult to read. Customer's last blood glucose reading was 94 mg/dl. No further information reported.